Event description:
It was reported that prior to a procedure, the package had pressure points/tears on the tyvek. The device was not used. No patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.